Event description:
The customer reported that the insulin pump would no longer turn on, after it was exposed to water, while she was washing dishes. The customer stated the insulin pump display went blank immediately following the exposure. She further stated the insulin pump would not turn back on. Her blood glucose was 133 mg/dl. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Insulin pump had no esc, act, up and down button response due to corroded keypad traces. No moisture damage on the remote frequency board, motherboard, interface board, battery tube and vibrator motor or blank display noted. Insulin pump had minor scratches on lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).